Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual and functional testing was performed. Was unable to duplicate the customer's reported problem; no problem found, so no root cause was determined, and no repair was needed. Device passed all functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the motor was not running, but the pump was running. Tried to restart, but still showed the drip running and alarming. Swapped it out for a new pump serial number: (B)(6). The event occurred during infusion. There was no delay in therapy. There was patient involvement, and no harm/adverse event was reported.